Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain at the implant site and was very constipated this morning from the that pain. They stated that they were more constipated than they realized and got no relief today. The pain had been very uncomfortable and they had pain for a while but was sure because of the constipation they had so they did not state when it started. It was further reported that the patient as ¿due for another device¿ and their doctor stated they may need an implant soon. As a factor that may have led to the issued the patient had a lot of falls due to other conditions. They further stated they fell in the first two weeks after implant and ¿may have damaged her device¿. The patient mentioned that they had a lot of falls in the last year as well. The patient was redirected to their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.